Event description:
In 2008, the pt reported that the icons on the display of his infusion device are erroneous are not correctly displayed on the screen. He stated that the screen is not cracked. To troubleshoot the pt was instructed to insert a new power pack into the infusion device. He stated that no icons were visible on the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.